Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse traced the waste line for the probe wipe back to the vacuum isolator chamber (vic) and found numerous clots in the line and at the ports of the vic; the line was flushed to clear the obstructions which were contributing to the leak from the probe wipe block. (B)(4).

Event description:
The customer reported liquid dripping from the probe in a coulter ac·t diff analyzer after sampling. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
There was no adverse event related to the submitted product problem.